Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#, serial# (B)(4), implanted: on (B)(6) 2022, explanted:, product type lead product ID 977a260, lot#, serial# (B)(4), implanted:, explanted:, product type lead section d information references the main component of the system, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2022 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were just implanted today with the intellis implant (unsure of model) and they felt stimulation when they left the clinic but they weren't feeling stimulation now. Pt mentioned that they were at setting 2.1. The patient was redirected to their healthcare provider to further address the issue. Additional information from the rep on (B)(6) 2022 indicating that the cause was due to the patient being setup in dtm. The dtm programming was explained to the patient and the pt was aware now that he will not ¿feel¿ constant stimulation. Additional information was received from a rep on (B)(6) 2022 that the caller stated they were notified sometime around (B)(6) 2022 that the patient needed to be seen for reprogramming as they were not receiving adequate stimulation on their left side. Caller met with the patient on (B)(6) 2022 and the patient indicated they've been having issues since implant. The patient's healthcare provider sent the patient for imaging at the time and the caller didn't hear anything further until (B)(6) 2022. The patient contacted them and stated they had an MRI and were told their lead had migrated. The caller stated that the patient indicated that they don't want a revision, they just want everything explanted. The issue was not resolved.

Event description:
Additional information was received from the manufacture representative. It was reported that reprogramming and unsuccessful. The issue has not been resolved, pt still wants explant.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: product type lead product ID 977a260 lot# serial# (B)(6). Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.